Manufacturer narrative:
The package insert states "bending, loosening or fracture of the implants or instruments are listed as potential adverse effects and complications." Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.

Event description:
The sales associate reported the awl broke inside the implanted cage. The cage broke while attempting to remove the broken awl. It is also reported a drill bent during the surgery. The broken awl and cage were removed, however, a surgical delay of 35 minutes was reported. No adverse effects have been reported as a result of this event.